Event description:
It was reported that the ventilator when using high flow therapy the unit was displaying error codes 'cannot reach target flow' and 'patient circuit occluded'. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was advised that the nasal cannula size may be too small for the flow setting. The customer reported that the unit passed all performance verification testing. Upon a follow up the customer reported that the unit passed all testing and the issue was with the size of cannula the staff was using. No further information was provided.